Manufacturer narrative:
No issues were found during the evaluation of the returned pump. The report of suspected thrombus and a specific cause for the elevated lactate dehydrogenase level could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 7.5 inches from the pump housing and the severed portion of the driveline was returned. The sealed inflow conduit was returned attached to the pump¿s inlet port. The sealed outflow graft was returned unattached from the outflow elbow. The outflow graft bend relief was returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the pump, examination of the pump¿s blood contacting surfaces revealed no depositions. The pump¿s bearings, rotor, and blood contacting surfaces were examined under a microscope and no abnormalities were found. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced report of pump exchange that occurred on 09/03/2016 is covered under medwatch MFR#2916596-2016-01921. (B)(4). Approximate age of device ¿ 33 days. The device was returned for investigation. The evaluation is not yet complete. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was elevated to status 1a on the transplant list due to an increased lactate dehydrogenase (ldh) and suspected thrombus. The patient received a heart transplant on (B)(6) 2016. Further information was requested but not provided.